Event description:
Revision surgery - due to the pt presenting with a possible infection. The surgeon decided to explore the wound and replace the head and liner.

Manufacturer narrative:
The reason for the revision surgery on (B)(6) 2013 was due to an infection. There was no information submitted with this complaint about any patient activities, accidents, or medical contradictions that may have contributed to an infection. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the sterilization records show that the reported devices went through an adequate hydrogen peroxide gas plasma sterilization process or received an adequate 25-40 kgy gamma radiation sterilization dose and were within their expiration dates at the time of the original surgery on (B)(6) 2013. The root cause of the revision surgery on (B)(6) 2013 was due to an infection. Due to the short time between the original surgery and the revision, it is possible that the infection was acquired in the hospital (nosocomial). It is also possible that the patient was not compliant with post surgical instructions. There are multiple factors that may contribute to infection that are outside of the control of djo surgical. The data reviewed in this report supports that if the patient was suffering from an infection it was not the result of a product or manufacturing process defect. Hospital disposed.